Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: tasp top- mechanical (g04) - provisional top. No product was returned and unable to evaluate the device with the provided picture. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-01715.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the instrument was damaged from normal use as small defects formed which interfere with the trial. No parts fell into the patient. No known impact or consequence to the patient. The surgical technique was utilized. There was no surgical delay. The surgery was not completed with a another device. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2 : foreign country : canada; customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.